Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer says that esc and act are working and no other buttons. The blood glucose reading was 137 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. Tested battery cap, insulin pump had normal operating currents and no unexpected off no power, low battery, failed battery test, battery out limit or weak battery alarms noted. Insulin pump passed self test and no missing segments or partial display noted. Insulin pump had intermittent button response due to flatten all the buttons dome switch. Insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.